Event description:
It was reported that during a video laparoscopic cholecystectomy procedure, the tissue pad detached from the device, so the surgeon had to recuperate this part and then carry out the operation with a new device. No adverse consequences on patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.